Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the basal history was not being completely displayed in the pump history. There was no reported impact to the customer's blood glucose level. Review of the pump logs showed basal history was correctly recorded, however, the contact persisted that the basal history was not completely displayed in the pump history. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.